Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the MRI power port isp through the internal jugular vein. On (B)(6) 2025, sometime post procedure during maintenance, it was noted that no return blood could be drawn, and upon examination, and fluid leak was noted. It was also confirmed that the port catheter had ruptured, and the port and tubing have now been removed.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows a partial view of a catheter attached to port. The device is bloody. The photo is not clear enough to identify any fractures or rupture. Therefore, the investigation is inconclusive for the reported fracture, fluid leak and suction issues as the photo evidence provided is unclear which is not sufficient to confirm the reported event. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the MRI power port isp through the internal jugular vein. On (B)(6) 2025, sometime post the procedure during maintenance, it was noted that no return blood could be drawn, and upon examination, and fluid leak was noted. It was also confirmed that the port catheter had ruptured, and the port and tubing have now been removed.